Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead with the connector pin measuring 5.1 cm and middle portion measuring 87.1 cm was returned for analysis. Full breach insulation degradation adjacent to the connector boot region was noted at 4.6 cm from the connector pin. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.